Event description:
Patient applied the v-go on at 5:30 pm on (B)(6) 2020 and removed it at 9:30 pm due to hypoglycemia. Patient's wife noticed something was wrong with the patient, patient appeared confused and was sweating. Patient bg was checked and was found to be between 40 to 45. Patient normal range is between 70-110. Patient spouse provided the patient with carbohydrates (5-6 glucose tablets) followed by a snack and removed the vgo. Patient believes a total of received 56 units of insulin received in 4 hours.